Event description:
The mentor decontamination lab received a 375cc mentor smooth round moderate profile saline breast implant prosthesis that appeared deflated and in a manner characteristic of a removal and replacement surgery. The device is in transit to the mentor analysis lab for further evaluation. This information is being reported conservatively. Implantation and explantation information was not provided and is unavailable. No complaint, patient contact, or health professional contact information was received. As such, no follow-ups could be conducted to acquire additional information. Furthermore, the device could not be associated with any existing complaints within mentor at this time. Should additional information become available, mentor will submit the information accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 27, 2024, the mentor analysis lab received the suspect medical device for evaluation. On march 12, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to have a tear on the anterior view, measuring approximately 2.1 cm. Although no conclusion could be reached on the cause of the rupture, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Manufacturer¿s reference number: (B)(4).